Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr detached. The target lesion was located in the ramus circumflexus (rcx). The 1.25mm rotalink burr was advanced to the target lesion and ablation was performed. During the procedure the burr detached from the drive shaft and became stuck in the ostium of the rcx. The detached burr remained on the rota guide wire and the physician was able to advanced a non-bsc micro snare distally and withdraw the detached burr and wire into an unspecified guide catheter. The burr, guide wire and guide catheter were then removed from the patient as a unit. These devices were exchanged and the procedure was continued with the new devices. A 1.50 rotalink burr and promus element stent were then used to treat the lesion and the procedure was successfully completed. No further patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the target lesion was 95% stenosed and that the vessel was tortuous and highly calcified. A single ablation was performed. The rotational speed when the burr detached was 130,000rpm. It was noted that significant resistance was encountered during the procedure.

Manufacturer narrative:
Device evaluated by MFR: the rotalink burr was received for analysis. It was noted that the burr of the catheter unit was detached from the catheter and was on the guide wire. Visual inspection revealed that the coil of the catheter unit was stretched and broken at the distal tip. The burr was microscopically examined and the annulus was found to be flared and damaged. The coil was microscopically examined and was noted to be broken inside the actual burr. Both the distal coil and proximal coil were stretched. The manufacturing record confirmed that the device meat all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).